Event description:
It was reported that on day 1 post intraocular lens (iol) implantation into their right eye, the patient was re-examined, and the visual acuity was 0.6, and there was corneal edema. The iol position was positive, and the intraocular pressure was 10.8 mmhg. The patient was given tobramycin dexamethasone eye drops 0.02 ml to be applied once an hour in the right eye. The next day, visual acuity of 0.6 was noted in the right eye with mild corneal detumescence. The patient was instructed to continue using tobramycin and dexamethasone ophthalmic solution 0.02ml ivgtt 6 times/day in the right eye. The patient is being monitored. No further information provided.

Manufacturer narrative:
Explant date: not applicable, as lens remains implanted. Initial reporter telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation (lens remains implanted). Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.